Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/25/2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the pump powers with returned battery cap to a dim discolored display. The battery cap was unable to fully tighten. Battery cap threads damaged. A power loss was not observed. Battery compartment cracks observed in thread area and below grip pad. There was evidence of moisture contamination inside battery compartment and on underside of battery cap. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Pump case was removed, there was no evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.